Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that after performing a factory reset, the ilet became stuck on the ¿fill tubing¿ sequence. The device would not allow the user to select ¿yes¿ after priming and remained locked on the screen. The user confirmed they had not completed the full initial setup process. A replacement ilet was arranged to be shipped overnight, and the user resumed backup therapy until the replacement arrived. No hospitalization, treatment, or long-term health effects were reported.